Manufacturer narrative:
E1 reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). This MDR is submitted for a serious injury reported by the customer. However, it was concluded by philips that the incident had occurred due to the user error. The reported issue has been reviewed and concluded that icca has no malfunction, and it was a device handling issue. Therefore, icca did not contribute to unconfirmed patient health impact. Thus, the reported event is concluded as conservatively reportable.

Event description:
It was reported that allergy intervention is hard coded in icca. There is no possibility to insert allergy and intolerance with different documentation inside. The customer is not happy with it because it is too complex to fill. It is also mentioned that, it cannot be replaced in patient chart by an other intervention. If user fill another intervention (without reminders), the critical information of allergy would not be seen. Though patient harm is not reported, anaphylactic shock is provided as impact to the patient. An attempt has been made to confirm the impact to the patient but no further information was provided by the customer.